Manufacturer narrative:
H11: as the lot number for the device was not provided, a review of the device history records could not be performed. The device has not been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway. Section a through f: the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported through the litigation process that, a patient underwent a port implantation for an unknown medical condition. Sometime after the port placement procedure, the port tubing allegedly had migrated into the left subclavian vein. Subsequently, on (B)(6) 2019, the patient underwent removal of the port tubing using a snare. However, the current status of the patient was unknown.